Manufacturer narrative:
Additional information was received that the patient¿s device was also causing burning sensation in the lower back. The patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well postoperatively and the pain was resolved.

Event description:
A report was received that the patient was experiencing intense back pain when the ipg is turned on and mild tenderness along the lateral aspect of the ipg. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing intense back pain when the ipg is turned on and mild tenderness along the lateral aspect of the ipg. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing intense back pain when the ipg is turned on and mild tenderness along the lateral aspect of the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Device evaluation indicated that the source of the pain could not be determined. The ipg passed all the required tests and revealed no anomalies. Verified that the outputs were consistent and correct on all electrodes. Verified no loss of electric current into the surrounding tissue as a result of faulty insulation. Sterilization record did not find any anomalies or deviations. The leads exhibit normal device characteristics. Visual and x-ray inspections were conducted to ensure the device's integrity. Impedance measurements were all within a normal range.